Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 14mm from its tip. There was a mark in the probe, which came in contact with the non-insulated area of grasping section and was abraded against it. The broken surface of the probe was checked. It indicated, the probe had cracked from the contact mark then broken off. There was a mark in the non-insulated area of grasping section, which came in contact with the probe and was abraded against it. The tissue pad in the grasping section was worn away. The manufacturing record was reviewed. And found no irregularities. Based on the past similar cases, omsc presumes, that the event occurred, due to the following occurrence mechanism. 1. Grasping thick and hard tissue at distal end of the grasping portion, while activating output in seal & cut mode. The probe and the tissue pad came into contact at the proximal side of the grasping portion, causing the tissue pad to wear out. 2. Since the tissue pad was worn out, the non-insulated area of the grasping section was contacting the probe. 3. The output was activating, while the non-insulated area of the grasping section was contacting the probe causing scratches. 4. The device was activated in seal &cut mode or while grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to crack. 5.a force was applied to the probe, during the surgery causing it to break. The above device handling has warned in the instruction manual. Some information cannot be reported, because no information was provided. A supplemental report will be submitted, if additional or significant information becomes available.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, lot 17k supplementary information was 27. The probe broke 14 mm from the tip. There was a scratch around the broken part of the probe. When observing the fracture surface of the probe, it was found that the fracture progressed starting from the scratches on the probe. The tissue pad was worn out. There was a mark on the non-insulated area where it had made contact with the back end of the probe. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken probe might be the following. 1. Grasping thick tissue at distal end of the grasping portion while activating output in seal & cut mode. The probe and the tissue pad came into contact at the proximal side of the grasping portion and the tissue pad was worn out. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The output was activated with the non-insulated area of the grasping section touching the probe. This caused the scratch on the non-insulated area of the grasping section and the probe. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the probe fell during a laparoscopic uterine fibroid removal procedure. It has been confirmed that the dropped part has been recovered. The intended procedure was completed with another device. There was no patient injury reported.